Manufacturer narrative:
G4: 29sep2020. B4: 19oct2020. The received power status overlay was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28apr2020. B4: 29apr2020. The manufacturer¿s field service engineer (fse) confirmed the reported light emitting diode (led) status no light issue. The customer was provided with a quote to fix the led issue. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21feb2020.

Event description:
The customer reported (led) light emitting diode status no light. There was no patient involvement.